Event description:
It was reported that the patient with this right atrial (ra) lead had twiddler's syndrome and pulled back the lead into the pocket. This ra lead was explanted and a new ra lead with a different model was implanted successfully. This lead will not be returned. No additional adverse patient effects were reported.